Manufacturer narrative:
The sample evaluation found that the pin hole reported was a tear in the foil pouch. A dye penetration/leak test was performed. The dye did not penetrate through the torn material and identified a layer of material was still present. As such the damage did not breach the sterile barrier . Adjacent to and in the area of the tear is visible scrape marks consistent with the foil pouch rubbing over/against another surface. This contact appears to have caused the creasing or the material and the tear noted on the foil pouch. This condition is not consistent to the transit damage found on the outer carton. At this time, we are unable to determine when the tear occurred. Sample was forwarded to our manufacturing site for additional investigation. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in january of 2018. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The warning section of the instructions for use instructs if package is damaged or open, do not use product. Check package for damage prior to use. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the outer shipping carton containing sorbafix fixation devices (qty. 5) was damaged in transit to our (B)(4) affiliate. During inspection one of the devices identified what appears to be a pin hole in the inner sterile pouch. The other four units had crushed outer cartons but no damage to the inner sterile pouch. It was reported that the hole in the inner pouch was not located in a place where the outer carton was damaged. The unit was returned for evaluation.

Manufacturer narrative:
This is an addendum to the initial emdr to document the completion and results of the sample evaluation. Visual examination identified an area of the inner sterile pouch that is damaged with a tear visible. Visualization under appropriate magnification noted that some of multiple layer laminate material remained. A dye penetration test was performed confirming the sterile barrier had not been breached by the damage sustained. The damage is consistent with a material handling issue within the manufacturing process. A device history record (DHR) review showed component acceptability and traceability were confirmed through incoming inspection records for traceable components used. All process steps were completed per manufacturing procedures, inspection procedures, as documented in work order and lot history records. No other complaints have been reported for this lot of 760 units. 24-month review of complaints for this product family identified no similar events have been reported.